Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section a4 patient weight should have been 166 pounds instead of 160 pounds in the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05244. It was reported the patient was experiencing ineffective therapy. As a result, the patient may undergo surgical intervention to address the issue.